Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek s system (lot number 949a, expiration date 01/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the coaguchek xs system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 4.8 inr/>8.0 inr patient was treated with an injection of vitamin k and coumadin dose was held. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.